Event description:
It was reported that pump battery initially would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left adapter plugged into working outlet for at least 30 minutes, and pump then began charging with no shutdown or loss of function, so no further assistance was required.